Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure and observed an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.